Event description:
The pump was reported to overinfuse during clinical use. A pt received 500 ml of heparin-saline solution in 2 hours, despite the pump being programmed to deliver at a rate of 42 ml/hr. The pump was used in the clinic, hospital. The pt details are not known by baxter. Despite baxter's efforts to obtain information regarding specific pt information, pump set-up information, medical intervention and pt injury, no additional information was provided.